Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during implant of a 26 mm sapien 3 valve by subclavian approach in the aortic position, after valve alignment in a tortuous section of the aorta, the balloon would not inflate to deploy the valve. Aspiration of blood was noted in the inflation device. Difficulty was encountered during retrieval of the delivery system, which caused a subclavian dissection and resulted in the ¿rupture of the catheter¿. There was no endovascular treatment required, it resulted in a short thrombosis of the artery, and a decision by the physicians was made not to treat the artery. The valve and the distal part of the delivery system were removed by femoral approach. A new system was used with success. The patient was stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the crimp balloon appeared to have torn proximal to the inflation balloon to crimp balloon (I/c) bond, and sections of the crimped valve appeared crushed. Functional testing was not performed due to the condition of the retuned device (balloon ¿ torn and distal tip, nose tip, separated). The complaint was visually confirmed. Dimensional testing was unable to be performed as the crimp balloon and the remainder of the delivery system were not returned; therefore, it was not possible to measure the relevant thickness of the balloon. During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) is visually inspected and tested several times for the following: wall thickness, visual defects and samples are burst tested following visual inspection. The following balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID and proximal ID, and single and double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects and under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spots. The nose tip of the delivery system is visually inspected for bumps and surface indentations. The nose tip/guidewire shaft bond is visually inspected for bubbles and the guidewire shaft is all the way down inside the nose tip. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The formed balloon is inspected for distorted/pinched folds. During final inspection the device is inspected distal to proximal by both manufacturing and quality for the following: damage or missing components, and nose tip to guidewire shaft bond area for leak channels and bubbles, and the inflation and crimp balloon inspected for distorted/pinched folds. Functional inspection of the fine adjust function, collet/shaft clearance, and collet engagement. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release. During product verification (pv) testing using sample devices are tested. The samples are inspected for physical defects or damage. In addition, fine adjustment verification is performed to verify that valve alignment is functional. The delivery system is tested for retrieval force. The balloon is tested for pushout force. The inflation balloon/crimp balloon bond and balloon/nose tip bond were tensile tested. No failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A review of lot history revealed no other similar complaints. Review of history revealed no additional complaints for balloon ¿ torn, ¿delivery system ¿ withdrawal difficulty or distal tip, nose tip ¿ separated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ torn, delivery system ¿ withdrawal difficulty, and distal tip, nose tip ¿ separated were confirmed based upon visual inspection of the returned device. As the full device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. However, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. As noted in the complaint description, valve alignment was performed in a tortuous section of the aorta. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. Once the balloon tore, it is possible that the delivery system or valve got caught on the sheath tip during withdrawal. This would have resulted in withdrawal difficulty. If higher forces were then used in an attempt to remove the delivery system, the higher forces could result in the observed separation of the nose tip. At this time, a definite root cause cannot be determined. A product risk assessment (pra) was previously initiated to document and assess the balloon torn issue and its associated risks, and a CAPA is being updated to address the recent trends in balloon tear complaint rates. The complaint was confirmed. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient and/or procedural factors (tortuosity and high valve alignment forces, withdrawal of torn balloon, withdrawal difficulty) may have contributed to the complaint events. No IFU/training inadequacies were identified and the applicable trend categories do not exceed (B)(6) 2018 control limits. No further corrective or preventive action is required at this time.